Event description:
It was reported that the patient experienced dizziness. Despite provocative testing, no electrical anomalies were detected. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention has been reported.